Event description:
The reporter stated that the female luer cracked.

Manufacturer narrative:
One sample was returned to medex for evaluation. Examination of the returned unit showed that the luer was split opposite the gate from the body out to the threads. There was no evidence of the luer being over-tightened. The lot history for the molded component was reviewed and there were no issues during the molding process. This may possibly have been due to a chemical attack. Medex was able to confirm this issue and determine a possible cause. Based on this info. Medex believes that no add'l action is necessary at this time. Medex considers this MDR closed with this report.